Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient did not experience any tremor relief after programming. It was also noted that the cause of the previously reported migration was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID 3387s-40 lot# va1eljn serial# implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient experienced a lack of tremor relief due to a lead migration/dislodgement. The diagnostic methods included an examination on (B)(6) 2017 and imaging (x-ray, MRI, CT scan, etc) on an unknown date that resulted in the identification of the event and that the lead moved medial and posterior. The etiology was noted as related to the device/therapy and possibly related to the implant procedure; the lead was noted. The actions/interventions taken to resolve the event included explanting and then replacing the lead to reposition the component on (B)(6) 2017; the event resulted in an unscheduled clinic or office visit. The lead disposition / location following the replacement was stated to be unknown. The event was considered resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.